Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 11/4/2015: litigation papers allege the patient experienced symptoms, including, but not limited to, severe pain and discomfort and/or soreness in the area of the hip implant.

Manufacturer narrative:
(B)(4).depuy still considers this investigation closed at this time

Event description:
Update 12/22/15- pfs and medical records received. The pfs and medical records were reviewed for MDR reportability. Pfs reported hip squeaking, pain mental fogginess and patient was tired. Medical records and the revision surgical note reported a pseudotumor fill with black fluid, local tissue reaction, soft tissue and muscle loss, and marked trunnionosis. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 13, 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised for discomfort and elevated cobalt & chromium levels.